Event description:
It was reported that the patient experienced muscle stimulation, and the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. During the replacement procedure, the rv lead helix would not retract, and the physician had to manually rotate the lead in order to remove it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut, there was blood on both the proximal and distal conductors of the lead, which were not obstructed, and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.